Event description:
Boston scientific received information that this device had a malfunction but are unsure what kind of malfunction. The device was explanted and returned for analysis to determine what the malfunction is. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.